Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR : 24jun2019. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touch screen and verified that the touch screen was not responding properly. The fse replaced the touch screen to address the reported issue. After, it was reported that the device had returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failure of the touch screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported a failure of the touch screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Report date: 21oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Resistance measurements were performed. Further investigation revealed that the resistance (ul_lr and ur_ll ) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.